Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection found an external insulation abrasion breaching the is-1 connector leg and exposing the outer coil consistent with friction to the device can. The cause of the reported event was due to the external insulation abrasion and exposing the outer coil in the abrasion zone consistent with friction to the device can. Multiple external abrasions breaching the optim sheath only consistent with friction to the device can were also noted.

Event description:
It was reported that during a follow up in clinic, myopotential oversensing was noted on the right ventricle (rv) lead. Provocative testing was performed and the myopotential oversensing was able to be reproduced. The rv lead was explanted and replaced during an unrelated device upgrade procedure. The patient was in stable condition.